Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the image not being displayed could not be identified. However, it¿s likely the cause is related to factors associated on the scope connector side. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii video system center stopped displaying its image during a procedure. According to the initial reporter, when the procedure started, the image was present. However, it suddenly dropped out. Reportedly, the staff powered off the device, removed the scope and attempted another ¿ but it had the same issue. The initial reporter went on to confirm that after cleaning the scope connectors and reconnecting, she was able to successfully get an image on the subject device.

Manufacturer narrative:
As noted in b5, the initial reporter resolved the issue by cleaning the scope contact points. During a follow-up call with olympus, the customer confirmed that this issue had not happened again since cleaning the device. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.